Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced due to becoming inoperable. The ipg was no longer able to communicate with external devices. Postoperatively, the issue has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. The reason for the replacement is currently unknown.